Event description:
The customer reported that he was hospitalized for hyperglycemia, with a reading of 755 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Attempted to conduct the prime test twice, but the insulin pump immediately alarmed motor error both times. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.